Event description:
Customer reported she was hospitalized. Customer stated she felt lightheaded and went to sit down but fainted and hit the wall before getting to the chair. Customer stated that the low blood glucose was caused by her not eating very much. Blood glucose value at the time of admission was 63 mg/dl. Customer has experienced low blood glucose since november. Doctor is constantly adjusting the basal rates and the correction factors were changed as well. Current blood glucose was 86 mg/dl; treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.